Event description:
Screw removed as it had become loose. Infection also present.

Manufacturer narrative:
No complications were reported during the surgery. The screw was removed because it came loose. There was also a slight infection. The acl was intact and the screw was intact when it was removed.